Manufacturer narrative:
This event occurred in (B)(6). The customer's test strips were returned for investigation, and were tested using reference meters with a high level control sample. Two vials of test strip lot 461785-15 (vial number (B)(6)) returned. Vial number (B)(4). Testing results (qc range: 2.7 - 3.5 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. Vial number (B)(4). Testing results (qc range: 2.7 - 3.5 inr): qc 1: 3.0 inr, qc 2: 2.9 inr, qc 3: 3.1 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Routine retention testing is performed. Retention testing data is reviewed, and appropriate actions are taken as needed. Routine retention testing is performed. Retention testing data is reviewed, and appropriate actions are taken as needed. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek pro ii meter serial number b)(4) compared to a laboratory result using an unknown method. The meter result was 8.0 inr. The laboratory result was 5.1 inr. The patient's therapeutic range is 2.5 -3.5 inr.